Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report 1627487-2018-03073. It was reported during lead revision (ref MFR. Report#1627487-2018-02724) a CT scan confirmed the cord was compressed near the lead site. Reportedly, the physician opened the incision and observed a significant amount of purulent discharge near the lead and ipg pocket. As a result, cultures were taken and the scs system explanted due to the issue. In turn, the incisions were flushed with antibiotics- vancomycin.